Event description:
The patient was undergoing a coil embolization procedure in a branch of the superior mesenteric artery (sma) using a ruby coil, a non-penumbra microcatheter, a guidewire, and a pusher wire. During the procedure, while advancing a ruby coil through the microcatheter, the physician experienced slight resistance, and the ruby coil unintentionally detached in the microcatheter. Therefore, the physician used a pusher wire to push the ruby coil out of the microcatheter and into the target vessel. The procedure was completed using ruby coil lps and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.